Event description:
It was reported that a smiths medical pump does not detect cartridge. No adverse patient effects were reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a cracked rear housing at syringe holder. The customer stated problem was duplicated. Upon power up, the device found error code 116 on the screen which indicate a problem with downstream occlusion sensor issue, and failed leadscrew test. It ws determined that the downstream occlusion sensor was inoperable and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.